Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Additionally, it was reported that the pump touch screen would "glitch" and "lock when buttons were pressed". Customer's blood glucose level ranged from 100 mg/dl to 180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.